Manufacturer narrative:
The balloon catheter was returned still inserted inside the outer guide catheter. The analysis was performed. Analysis indicated that the mechanical balloon was ruptured the mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the balloon catheter was used once with no issues and then when it was reinserted for another venogram, the balloon would not deflate. The balloon catheter and sheath were removed together. No patient complications have been reported as a result of this event.